Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and high threshold on the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported there was no capture and dislodgement on the right atrial (ra) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.